Event description:
The physician was unable to backload the guide wire. Apparently, there was obstruction in the guide wire port. Additional info received on (B)(6) 2013: the angiosculpt device did not come in contact with the pt.

Manufacturer narrative:
The angiosculpt device was returned for evaluation. Visual evaluation confirmed the distal tip separated from the device but the tip was not returned. During functional testing, a 0.014" guide wire was inserted through the distal end with no resistance or obstruction noted. According to the IFU for the angiosculpt catheter, retrained device components is listed as a possible adverse effect of the procedure. Since this event occurred outside of the pt, there is no risk of pt injury.